Event description:
Generator analysis was completed. The device output signal was monitored for more than 24-hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery, measured 2.861 volts, (measured diagvbat) of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 90.897% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Event description:
Further information was received noting that the patients generator was prophylactically replaced. No other relevant information has been received to date.

Event description:
Clinic notes were received and indicated that the patient had a seizure cluster. No known surgical intervention has occurred to date. No other relevant information has been received to date.